Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was unable to interrogated out of its package. A magnet was placed over the device but no tones were produced. This device has not been implanted. There is no patient involvement. This device has not been returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was unable to interrogated out of its package. A magnet was placed over the device but no tones were produced. This device has not been implanted. There is no patient involvement. This device has not been returned. This device has been returned and analyzed.